Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huas0718 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after use on the patient resistance was experienced during the aspiration test. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty aspirating is unconfirmed, problem could not be reproduced. The sample returned was one 9 fr dual lumen catheter with cuff. A 14 mm section of the distal end has been removed from the main catheter section. Blood residue is visible on the cuff. The matching ends of the catheter (main and trimmed section) match in pattern and appear to be trimmed using a sharpened instrument. Aspiration and flushing of the catheter using a 12 ml syringe revealed it to be patent without leaks. As no functional issue was found, the complaint is unconfirmed. A lot history review (lhr) of huas0718 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after use on the patient resistance was experienced during the aspiration test. There was no reported patient injury.